Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Product requested, not yet received.

Event description:
During insertion of a screw, the cannulated driver bent and fractured. The fractured piece was removed from the patient and another driver was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (UDI #): (B)(4). This device is used for treatment. Further investigation of this issue has identified the root cause to be design related. Corrective and preventive actions have been initiated for the reported issue.